Manufacturer narrative:
Pt remains stable on lvad support. The MFR is attempting to acquire the device for further eval. No further info is available at this time.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad engineer that, the pt had been placed on pneumatic support using a stroke volume limiter (svl) and drive console for about a week, prior to this reported event. The pt was known to have inflow valve regurgitation and is currently listed status 1a for transplant. While on pneumatic support, the team noticed a need to vent more often especially after ambulating due to a decrease in diaphragm movement. The pt was reported to be asymptomatic and stable. No increase in condensation was noted, nor leaks or visible debris observed within the tubing. At this time, the pt was switched to backup svl without further incident. However, the MFR's clinical rep instructed hosp personnel to assess the vent port for debris when changing to backup and to vent per instructions or more often, as needed.